Manufacturer narrative:
No customer material was received in order to carry out a substantial investigation. The investigation did not identify a product problem.

Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. The initial result at 8:00 pm was 359 mg/dl. The result at 8:01 pm was 191 mg/dl.